Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer's mother also reported that the insulin pump received no delivery alarm. The customer's blood glucose was 542 mg/dl at the time of incident. The customer's mother stated that her daughter have not yet treated the high blood glucose during the call. The customer's mother stated that the insulin did exit during fixed prime. The customer's mother was advised to change the entire set. The insulin pump will not be returned for analysis.